Manufacturer narrative:
There was no implant coil, instant detacher, microcatheter, or accessories returned with the device. The pusher was broken at the break indicator with the release wire extending out the proximal end. The actuator interface, positive load indicator and part of the coupler tube was missing and not returned. This is indicative that a manual detachment attempt was performed at the break indicator. Bends and kinks were found throughout the pusher between ~46.8cm to ~140.2cm from the proximal end. The coin was found to be present and pushed up against the lumen stop; with the shield coil present and intact with the implant coil already detached and not returned. The lumen stop and the retainer ring were found to be visually acceptable. The lumen stop inner diameter (ID) was measured to be 0.00276¿ and found to be within specification (0.00220" minimum - 0.0029" maximum). The retainer ring inner diameter (ID) was measured to be 0.00463¿and found to be within specification (0.00455"+/- 0.00010"). No other anomalies were observed. Based on the analysis performed, the axium coil was not confirmed to have non-detachment as the pusher was returned with the implant coil already detached. Based on the returned device, the pusher was found bent and kinked, indicative of either high tortuosity or damage during return shipping to medtronic for analysis. There was no malfunction of the pusher or non-conformance to specification identified that led to the non-detachment. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Since the implant coil, actuator interface, positive load indicator, part of the coupler tube and instant detacher were not returned; any contribution of the implant coil, actuator interface, positive load indicator, part of the coupler tube and instant detacher to the non-detachment could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium coil has not been returned for evaluation; product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. Related mdrs for this event: 2029214-2019-00354, 2029214-2019-00356. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). This happened with all three coils. The patient was undergoing coiling treatment for a small unruptured amorphous left internal carotid artery aneurysm, measuring 9mmx4mm. The vessel was observed moderately tortuous. It was reported that there was a detachment issue, even after manual detachment the coil didn't detach, had to be removed from patient and then detached on the table. It was reported that the physician attempted first and second coil two times with using instant detacher and one time with using the manual method but both coils did not detach. The physician tried to detach third coil one time with using instant detacher and one time with using the manual method but both coils did not detach. There were not any patient symptoms or complications associated with this event.